Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties and a shaft break occurred. The target lesion was located in the non-tortuous, heavily calcified and heavily diseased right coronary artery (rca). Multiple unknown balloon catheters and stent delivery systems (sds) were advanced on a non-bsc guidewire without issue. However, when the 12x2.75mm taxus liberte sds was advanced on the non-bsc guide wire it got stuck when it reached the toughy. The sds seized up on the guide wire and could not be advanced or withdrawn. The entire system was removed as a unit. The physician completed the procedure with another of the same device and different guide wire. After the procedure was completed, the facility tried to pull the sds off the wire and the shaft of the sds broke proximal to the proximal marker band. There were no patient complications and the patient's current condition is listed as "ok".

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties and a shaft break occurred. The target lesion was located in the non-tortuous, heavily calcified and heavily diseased right coronary artery (rca). Multiple unknown balloon catheters and stent delivery systems (sds) were advanced on a non-bsc guidewire without issue. However, when the 12x2.75mm taxus liberte sds was advanced on the non-bsc guide wire it got stuck when it reached the toughy. The sds seized up on the guide wire and could not be advanced or withdrawn. The entire system was removed as a unit. The physician completed the procedure with another of the same device and different guide wire. After the procedure was completed, the facility tried to pull the sds off the wire and the shaft of the sds broke proximal to the proximal marker band. There were no patient complications and the patient's current condition is listed as "ok".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer- visual and tactile examination of the complaint device revealed the that the tip of the stent delivery system (sds) was stretched and returned stuck on a non-bsc guidewire. There was a jagged tear in the outer and inner lumen approximately 21cm proximally from the tip. There were also kinks along the entire length of the hypotube shaft. It was not possible to remove the sds from the guidewire, therefore the sds was dissected at 2 points- approximately 8mm proximal to the catheter tip, and 55mm distal to the break in the lumen. All sections subsequently moved freely and solidified blood was identified on the guidewire. The damage is consistent with force being applied to the sds. Further examination of the balloon and stent section revealed no damage. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).